Event description:
It was reported that there was a device parameter error detected at the initial interrogation. The error message asked the user to program nominal settings which caused programmed settings to be lost. There were no adverse consequences to the patient.